Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the date and time changed to 2005 when reported to cts. The user reported that the pump showed loss of power error log and entered to manual mode. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the real time clock battery was the root cause. To address the issue the rtc battery was charged for 10 days. The service history review had no indication that the complaint was related to a service of the device within the review period.